Manufacturer narrative:
Other text: device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed that the battery door was cracked. Functional testing found that the battery compartment was defective due to burn and damage on the pump. The battery compartment was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump's battery contact was burnt/damaged. The issue was discovered during testing and there was no patient involvement.